Event description:
A user facility provided the implant date of a patient with endophthalmitis following intraocular lens (iol) implant surgery. Additional info has been requested. There are five medical device reports associated with this event. This file is for a patient implanted with an iol on (B)(6) 2007.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. Add'l info has been requested. (B)(4).